Manufacturer narrative:
Per labeling, bci urges operators to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable lab attire when operating or maintaining this or any other automated lab analyzer. On (B)(4) 2008, the field service engineer found a leak at pinch valve 49 and replaced pump and tubing. The fse verified analyzer met specs. Based on available info, the root cause for exposure can be attributed to the pinch tubing that was replaced. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported potential biohazard event while using the coulter lh 500 hematology analyzer. The operator was sprayed in the face with a small amount of diluent while investigating the source of liquid underneath the analyzer. At the time of the event, the instrument was cycling and the operator had the right side door open. He was wearing a lab coat and gloves, but was not wearing eye protection. There was no exposure to mucous membranes and the operator did not seek medical treatment. No reports of death or serious injury, and no affect to operator safety as a result of this event.